Manufacturer narrative:
Investigation included complaint review and user education or troubleshooting. Investigation of this case revealed no device malfunction confirmed and insufficient information to determine a definitive root cause. It was concluded that the event was consistent with hypoglycemia of unclear cause without verification by fingerstick. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user on a trip experienced recurrent low glucose readings on a cgm, including values of 50, 49, and 41 mg/dl, after which the user ingested substantial oral carbohydrates, but the sensor continued to trend lower; no confirmatory fingerstick was available, and the cause of the event was unclear. Symptoms included hypoglycemia. Outcomes included temporary interference with daily activities.